Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, manufacture date ¿ ni. Medical product - unknown cup catalog#: ni lot#: ni, unknown stem catalog#: ni lot#: ni.

Event description:
Patient underwent a right hip revision procedure due to dislocation. The modular head and poly liner were removed and replaced.